Manufacturer narrative:
Integra has completed their internal investigation on 7jul2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID lot # s1479 manufactured on february 27, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points. This device last serviced on (B)(6) 2016. No manufacturing or design related trend has been identified. Conclusion: in summary: head assembly found in tolerance but large impact marks on the knob and calibration scale indicate mishandling. All other sub-assemblies found in-tolerance and work correctly. Hand piece passed all function tests. (B)(6) could not confirm cutting issue. Heavy impacts to the calibrated head assembly could cause graft issues. Heavy scratching on the blade bed could indicate installing the width clip screws to tight.

Event description:
It was reported the device stopped cutting. There was no patient involvement for this event.